Event description:
It was reported that the patient expired on (B)(6) 2014, a few months after implantation of the 3.0x38 xience prime stent in the 80% stenosed, moderately calcified, moderately tortuous mid right coronary artery. The date of stent implantation is not known. The cause of death is unknown. No device issues and no procedural issues were noted. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Death is listed in the xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.